Event description:
This report includes an updated medical device problem code.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensor met specifications during electrical testing with no open or short circuits detected, and the sensor polarity orientation met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
Related manufacturing reference: (B)(4). During the pulmonary vein isolation procedure, communication issues resulted in a procedural delay. It was noted that there were several shifts on voxel mode and the left atrium had to be remapped four times. Both the mapping catheter and the ablation catheter were replaced, and the procedure was completed with no adverse consequences to the patient.